Event description:
During testing of the ventilator prior to preventive maintenance, the MFR's service technician reported the ventilator failed extended self testing due to the safety valve cannot open. The customer did not report the finding during any previous usage. The unit was not in use on a pt, therefore, there was no pt involvement. The service technician performed back pressure testing of the exhalation filter. The filter falls the test if the back pressure is >4cmh2o. A back pressure over 4cmh2o indicates an occluded filter. The service technician reported the test results measured 168.7cmh2o pressure, indicating an occlusion. As specified, a detected occlusion will cause the ventilator to alarm and open the safety valve until the occlusion is resolved. The service technician replaced the expiratory filter. Performance verification testing was completed and tests passed to operating specifications. User maintenance contributed to this event. Filter maintenance and replacement must be performed per manufacturer recommendations and at specified intervals.

Manufacturer narrative:
Na